Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached over 300 mg/dl.

Manufacturer narrative:
The download data showed that the device ran for 51 pulses, 41 of which were first prime pulses, before being deactivated. No alarms, timeouts or drive stalls were observed, however a rotational sensor malfunction was observed. The device was reset and connected to a master pdm and asked to deliver a 5u bolus. The device deployed as intended during the rerun. The rerun data showed no replication of the rotational sensor malfunction. The drive mechanism was inspected and contamination was observed on the commutator cap. However, this contamination did not was not the cause of the rotational sensor malfunction, since the malfunction was not replicated in the rerun data. The exact cause of the rotational sensor malfunction could not be determined. The rotational sensor malfunction caused the firing flat not the reach the release bar by the end of second prime, which is why the device did not deploy. No other damages or deficiencies were observed during the investigation.